Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, swelling and a sensation of "heat". A revision surgery is scheduled.